Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: case report was received on (B)(6) 2013 from a physician database extraction regarding a male pt (age not provided), initials unk with osteoarthritis (grade 2). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20) (course one). It was reported that the pt was (B)(6) at the time of first course of synvisc injection. On (B)(6) 2006, the pt initiated treatment with intra-articular synvisc in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2006, the pt experienced synovitis of left knee. On an unspecified date, 90 cc fluid was aspirated from left knee which was slightly turbid (severe joint effusion). It was reported that the pt received treatment with intra-articular betamethasone and xylocaine (lidocaine) for the events of synovitis and left knee effusion. On (B)(6) 2006, the pt recovered from the event of synovitis. Action taken with synvisc was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medication were not provided. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite and not provide the relationship with left knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.